Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll med corp. The reported malfunction was duplicated and attributed to a mfc connector that was not properly seated to the connector panel. The connector panel was replaced to correct the reported malfunction. Analysis of reports of this type has not identified an increase in trend.